Manufacturer narrative:
The device was returned for evaluation. The lots received were 3116455 and 3291037. Both devices were broken at the stopcock. The broken part of each stopcock was still attached to the transducers included in the package. The device history records were reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The complaints were confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2648988-2019-00074.

Event description:
This is 2 of 2 reports. A customer reported that the luer lock of the sp0090 special evd 10-110 w/o y site sheared off, specifically where the transducer was connected on an unspecified date. This occurred on two (2) sp0090. No patient information was provided. Additional information has been requested.